Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the renal pelvis during a holmium laser pelvic lithotripsy with ureteroscopy procedure performed on (B)(6) 2022. During preparation, a zero tip basket was unpacked and found a basket wire was completely detached. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the renal pelvis during a holmium laser pelvic lithotripsy with ureteroscopy procedure performed on (B)(6) 2022. During preparation, a zero tip basket was unpacked and found a basket wire was completely detached. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: no. (B)(6) district block h2: additional information: block e1 (initial reporter address 1, initial reporter zip/post code), and block h10 has been updated based on additional information received. Block h6: device code a0501 captures the reportable event of basket wire detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the renal pelvis during a holmium laser pelvic lithotripsy with ureteroscopy procedure performed on (B)(6) 2022. During preparation, a zero tip basket was unpacked and found a basket wire was completely detached. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h2: additional information: block e1 (initial reporter address 1, initial reporter zip/post code), and block h10 has been updated based on additional information received. Block h6: device code a0501 captures the reportable event of basket wire detached. Block h10: the returned zero tip basket was analyzed, and a visual evaluation noted that 1 of the 4 basket wires were broken. The broken wire is still attached to the basket. Functional test revealed that the basket opened/closed normally when the handle was actuated. Under magnification, it was possible to observe the broken wire which is still attached to the basket. No more issues noted. The reported event that the basket wire was broken was confirmed. However, the basket is still attached to the device. Based on all available information, it is possible that operational factors such as handling/manipulation, interaction with other device, and excess of force applied during use could have caused the failure and consequently affect the performance of the device. Therefore, the most probable root cause for the investigation finding is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.